Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare representative that excessive condensation was found in the inspiratory limb of an rt380 dual heated evaqua2 breathing circuit. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint breathing circuit was not returned to fisher & paykel healthcare (fph) (B)(4) as it was not made available by the hospital. Our analysis is based on the event description, other related complaints and our knowledge of our products. Results: the hospital reported that condensation was found on the inspiratory limb of the rt380 breathing circuit. A lot check revealed no similar complaints for lot date 130323. Conclusion: the hospital did not respond to any of our questions despite multiple requests for additional information. Without the complaint device or sufficient information from the hospital, we are unable to determine the root cause of the reported condensation in the inpiratory limb of the subject rt380 adult breathing circuit. Condensate in the humidification system, although not preferred, is an expected side effect of heated pass-over humidification systems in many conditions, and may vary between light misting to water droplets that form on the wall of cool breathing circuit tubing. The amount of condensate in the ventilation system is influenced by multiple set-up and environmental factors. The user instructions that accompany rt380 circuit state the following: check breathing circuits for condensation every 6 hours and drain if required." No patient consequence was reported as a result of this incident.

Event description:
A hospital in germany reported to a fisher & paykel healthcare representative that excessive condensation was found in the inspiratory limb of an rt380 dual heated evaqua2 breathing circuit. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation, it was discarded by the hospital staff. We are currently gathering additional information from the hospital. We will provide a follow up report upon completion of our investigation. Device disposed of by hospital.